Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The syncroseal instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The instrument was returned to isi for evaluation attached to another return material authorization (RMA). Fa checked instrument and it was not due to equipment failure. The instrument was returned with the instrument unopened. There was no damage to the instrument. An investigation has been completed. There were no device related failures.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument kept locking and the surgeon was not able to get it to unlock. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
The synchroseal instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.